Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. The instrument was reseated multiple times, and the customer adjusted the sterile drapes, but the issue persisted. Use of the instrument was discontinued, and it was replaced to the backup. No report of the instrument jaws being stuck on tissue. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 04-nov-2024, intuitive surgical, inc. (Isi) received FDA medwatch report with user facility report #(B)(4) stating: "the davinci vessel sealer jaws would not open during a robotic prostatectomy. Re-seated the instrument multiple times and adjusted the sterile drape. Opened a new davinci vessel sealer and it worked fine." Additionally, isi received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and found to have the grip pulley dislodged from the dowel pin at the back end. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close.